Event description:
A report was received that the patient was experiencing cramps in the back and legs when the stimulator is on. It was determined that the lead was coming out of the epidural space. The patient underwent a revision procedure wherein the lead was repositioned. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient¿s cramping was from the actual location of the migrated device.

Event description:
A report was received that the patient was experiencing cramps in the back and legs when the stimulator is on. It was determined that the lead was coming out of the epidural space. The patient underwent a revision procedure wherein the lead was repositioned. The patient was doing well postoperatively.